Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels for two days. Blood glucose reading read hi, which on this aviva combo system indicates a result in excess of 600 mg/dl. Patient was feeling nauseous and was taken to hospital. One hour later, patient's blood glucose, upon arriving at the hospital, was 480 mg/dl on an unknown hospital meter. Patient received an IV, however patient does not know the name of the medication in that IV. Patient was not admitted to hospital. The infusion device was requested to be returned for product evaluation.